Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p08 that has a similar product distributed in the us, list number 04p53, with PMA number p110029.

Event description:
The customer observed a false nonreactive alinity I hbsag for one patient with chronic hepatitis b under observation since at least before 2022. The following results were provided (reference range was 0-0.05 iu/ml): alinity result processed on (B)(6) 2026 = 0.02 repeat results the same with original sample and plasma sample lumipulse (fujirebio) result from (B)(6) 2025 = 112.88 iu/ml hbv dna pcr history: (B)(6) 2025 = 2.1 positive, (B)(6) 2025 = <1.0 negative, (B)(6) 2026 = <1.0 negative. Sample sent out tested on lumipulse l2400 hbsag = 0.052 positive iu/ml (reference value <0.005) there was no impact to patient management reported.